Manufacturer narrative:
Four unopened samples and one opened sample were received at our premises for evaluation purposes. Method: the actual product involved with the incident reported was returned as well as an additional four unopened samples. Results/conclusions: the actual product involved with the incident reported was returned as well as an additional fourth unopened samples for evaluation purposes. The opened sample was sent to decontaminate. A visual inspection was performed demonstrating that the samples met our acceptance criteria, no foreign matter was observed on the unopened samples. Relevant portions of the device history record were reviewed. Finished good product as well as the suture component were received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. There have been no changes in material supplier, gowning/cleaning procedures. There have been no deviations in the environmental monitoring or sterilization process that could have led to the suture being the cause. Inflammation is a known risk with any suture material. The most probable root cause for post operative inflammation cannot be determined with certainty. Reference: (B)(4). Item #sxpd2b201 stratafix spiral pdo knotless tissue control device; 2os-6 #2 pdo 30 x 30, lot mcmc050.

Event description:
It was reported that, "the surgeon used stratafix sxpd2b201 in knee replacement procedure to close joint capsule in (B)(6) female patient. After 8 days, a surgery patient come for a follow-up with severe pain and swelling. However dr. (B)(6) done detailed analysis and opened wound and observed on 8 days after the surgery the stratafix knott less control device sxpd2b201 given up where as they used for the joint capsule closure. Because of satratafix suture given up the joint capsule they observed patient knee swelling and other complications". There was no adverse patient consequence reported. (B)(4).